Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a plastic protrusion inside the tube. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670, k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information as the complaint batch number was incorrectly reported: d4. Medical device lot #: updated from 4045153 to 2259060. D4. Medical device expiration date: updated from 30-jun-2025 to 31-jan-2024. H4. Device manufacture date: updated from 14-feb-2024 to 16-sep-2022. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube interior was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube interior was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube interior. Bd was not able to identify an exact root cause for the indicated failure mode. However, bd can confirm there is nothing introduced to the inside of the tube that would cause this type of defect during manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a plastic protrusion inside the tube. There was no report of patient impact.